Manufacturer narrative:
(B)(4). The diamondback 360® coronary orbital atherectomy system instructions for use manual states slow flow or no reflow phenomenon is a potential adverse events that may occur and/or require intervention. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of an nstemi patient. The target lesion was a heavily calcified subtotal occlusion in the right coronary artery (rca), which was mildly tortuous. Angioplasty was performed, and thereafter, other devices could not be advanced to the target area. Therefore, two orbital atherectomy treatments were performed. The treatments were not longer than 15 seconds. No flow in the distal rca was observed on angiogram thereafter. The patient remained asymptomatic. A balloon pump was inserted, and the patient was sent for double bypass surgery.